Event description:
The customer contacted stryker to report that they could not stick the defibrillation electrodes to the patient. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that they could not stick the defibrillation electrodes to the patient. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Further evaluation of the device software logs confirmed the reported issue and also confirmed proper function once the patient connection was established. The electrodes used during event were not available for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated he reported issue. New electrodes were installed to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that they could not stick the defibrillation electrodes to the patient. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse event reported.